Manufacturer narrative:
Device evaluation indicated that both pigtails of the lead were cut approximately 17 inches from the paddle end. The proximal portions of the lead were not returned. Electrical testing could not be performed. The damage to the lead was consistent with damages done during the explant procedure and were not considered a failure.

Manufacturer narrative:
Additional information was received that the proximal portions of the lead that were not returned were removed from the patient's body.

Event description:
A report was received that the patient had burning pain at the lead site below the incision. The patient underwent an explant procedure. The physician said that something might be wrong with the lead.

Event description:
A report was received that the patient had burning pain at the lead site below the incision. The patient underwent an explant procedure. The physician said that something might be wrong with the lead.

Event description:
A report was received that the patient had burning pain at the lead site below the incision. The patient underwent an explant procedure. The physician said that something might be wrong with the lead.